Event description:
It was reported that during unpacking of the device as it was being removed from the coil dispenser, the mini vision stent delivery system (sds) fractured (separated): therefore, the device was not use on the patient. Reportedly, there was no patient involvement with the device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received.